Event description:
According to the reporter, when the catheter was disconnected from the patient, the clip did not close completely on the red port. It was stated that the red port was clamped and when it was disconnected from the continuous renal replacement therapy (crrt) machine, an air was noticed in the red port, and hemostats was then quickly used on the red port and the air was withdrew with a syringe. It was stated that the clamp on the port was not functioning properly. There was no reported patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: b5, d6a, e1 (facility name, street 1, city, region, country, postal code), g3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the catheter was disconnected from the patient, the white clip did not close completely on the access tubing/red line. It was stated that the access tube/red line was clamped and when it was disconnected from the continuous renal replacement therapy (crrt) machine the primary nurse noticed an air in the access tubing/red line, it was mentioned that the clamp on the port was not functioning properly, to resolve the issue hemostats was quickly used on the red port and the air was withdrew using a syringe. The catheter was not repaired. There was no leak and luer adapter issue. There was nothing unusual observed on the device prior to use, no other defects/damages were found on the product, excessive force was not used on the device, no intervention/treatment was required as a result of the event. There was no blood loss and blood transfusion was not required due to the event. The patient was stable after the issue was resolved. There was no reported patient injury.